Manufacturer narrative:
H.6. Investigation: two photos and three samples were provided to our quality team for investigation. Through visual inspection of the photos, a crack on the connector body was observed and the membrane is verified to be detached from the connector. The samples received along with three retained connector samples of the same lot were evaluated. No damage or defects were observed on any of the product. Functional testing was performed, attaching the connectors to a sample injector and syringe. In all cases the product functioned properly and no issues were observed. A device history review was performed for reported lot 1904104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. While we could not identify a direct issue, it is possible the crack observed occurred during the welding of the membrane to the connector body. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. All testing and inspection results was reviewed for the reported lot with no issues identified related to the reported malfunction. A camera system has been installed to detect any damage on the connector, lot 1904104 was manufactured prior to the implementation of this system.

Event description:
It was reported that connector c35-o membrane separated during use. The following information was provided by the initial reporter: material no: 515070 batch no: 1904104. It was reported that the membrane on the connector separated during use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that connector c35-o membrane separated during use. The following information was provided by the initial reporter: material no: 515070 batch no: 1904104. It was reported that the membrane on the connector separated during use.